Event description:
Plaintiff alleges sensitization to latex products and have suffered chest pain and tightness, dyspnea, facial, chest and arm rashes, nasal inflammation and fatigue. Plantiffs further allege loss of enjoyment of life and severe restriction as to where they can go and what they can do.